Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed potassium and chloride results generated on the architect c4000 processing module for one patient sample. The following data was provided: on (B)(6) 2024 at 10:30 am, sid (B)(6) (ran on (B)(6): potassium (k) = 2.5 mmol/l (customer¿s reference range = 3.5-5.0 mmol/l) chloride (cl) = 63 mmol/l (customer¿s reference range = 95-107 mmol/l) on (B)(6) 2024 at 11:15am same sample repeated on (B)(6) : potassium (k) = 4.3mmol/l. Chloride (cl) = 110 mmol/l . There was no impact to patient management was reported.

Manufacturer narrative:
A single definitive likely cause of the result issue could not be determined. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 for serial c402439 was identified.

Event description:
The customer reported falsely depressed potassium and chloride results generated on the architect c4000 processing module for one patient sample. The following data was provided: on 08jul2024 at 10:30 am, sid (B)(6) (ran on (B)(6)): potassium (k) = 2.5 mmol/l (customer¿s reference range = 3.5-5.0 mmol/l). Chloride (cl) = 63 mmol/l (customer¿s reference range = 95-107 mmol/l). On 08jul2024 at 11:15am same sample repeated on (B)(6): potassium (k) = 4.3mmol/l. Chloride (cl) = 110 mmol/l. There was no impact to patient management was reported.